Manufacturer narrative:
The equipment was not returned to stanley for evaluation and testing. The distributor, (B)(4), noted that the rubber band was missing from one side of the mat as the rubber band secures the mat to the bed. It is unknown if the mat was pulled from the bed side causing the cord to come loose. No final conclusion could be drawn in this incident as the actual mat involved in the claim could not be evaluated. Additional model 74011.

Event description:
(B)(4) with (B)(4) received a call from (B)(6) hospital indicating that a incident occurred. It was reported that a patient got out of bed, fell, and broke femur. Mat had a cord which looked as if it was partially pulled from the mat and the monitor tested properly according to facility and was put back into service.